Event description:
During the procedure, heard an 'odd clicking sound' and the nurse tried to plug in the fiber optic cord without the adapter, and the entire system went down. Spoke with nurse in or. Additional information from user facility indicated that the surgeon could not continue the case, the surgery was re-scheduled the same day. Patient was under anesthesia and had to be put back under later in the day.

Manufacturer narrative:
Performed visual inspection of the unit and nothing found. Performed all functionals per manufacturing process summary; when lamp on/off button is initialized to turn the lamp on, the lamp ignites and the led's blink green for approximately 10 seconds and then turn blinking orange. Troubleshooted unit and found a defective display pcb. Removed and replaced the pcb and ran all functionals again and operational check was good. Defective display pcb, possible electrostatic discharge may have caused the failure. Add'l info from user facility indicated that the procedure had to be discontinued and rescheduled for later that day. Therefore, this medwatch report is being filed after the original assessment was made.